Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the circumflex artery that was heavily tortuous, heavily calcified and 99% stenosed. The nc trek rx 2.0 x 15 mm balloon dilatation catheter was being used for pre-dilatation, when the balloon ruptured during first inflation at an unknown pressure. There was resistance reported with the anatomy during advancement. The device was prepped according to the instructions for use with no issues or leaks noted during preparation. There was no resistance during removal of the protective sheath. The device was replaced with a non-abbott balloon to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.